Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient continue seeing visual disturbances poor distance vison and residual astigmatism. Clinical reason being mentioned as patient unhappy with refractive error results. The iol was explanted and exchanged with light adjustable lens following the initial implant procedure. Additional information has been requested.